Event description:
It was reported that the catheter was fractured; it was fragmented near where it enters the spinal column. A catheter revision was done (B)(6) 2013. On (B)(6) 2013, this reporter was unsure if a prime had been programmed or if the cap (catheter access port) was aspirated during the procedure the day prior. The pump was at minimum rate. The reporter was going to wait until she got the information before reprogramming the pump. The patient was going to be started out at a lower rate and was on orals (morphine and percocet). The patient had also been on IV (intravenous) drugs. The pump was delivering hydromorphone. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported exact symptoms the patient was having was increased pain. Troubleshooting/other actions had included a CT scan of the thoracic spine which identified a potential problem with the catheter. The catheter dye study then showed a pooling of contrast in the tissue. During the revision, the thecal sac was accessed slightly off the midline using the touhy needle, the catheter was inserted and advanced and then the touhy needle was removed. Good csf (cerebrospinal fluid) was seen. The catheter was then trimmed and connected to ¿other tubing¿ from the pump using a metal connector ¿with covering, secured into fascia¿. The patient was now receiving effective therapy and was reporting improvement since revision. The patient and health care provider were still in the process of adjusting the rate of the pump for optimal benefit. No devices would be returned as the device itself wasn¿ t removed, just revised.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).